Event description:
Procedure: unk. Pt sex: unk. Reportedly, the balloon burst during utilization. It was not reported that any pieces fell into the surgical cavity or that there was any injury to the pt.